Event description:
It was reported that a patient experiencing presyncope presented to the hospital for lead replacement. The patient's right ventricular lead exhibited noise starting in (B)(6) 2017, and the noise could not be programmed around. The lead was capped and replaced on (B)(6) 2017 without adverse consequence to the patient. The patient would continue with routine follow up.